Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer contacted physio-control and advised they would be returning the device for evaluation. Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a daily check of their device, it was observed that the unit would not detect multiple hard paddle and quik-combo therapy cable assemblies. The customer confirmed that the hard paddle and quik-combo therapy cable assemblies he tested with worked ok with other devices, so the issue was isolated to the device itself. As a result, defibrillation would not be possible with the reported device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.